Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) alleging the patient¿s onetouch delica lancing device was missing in a onetouch ultra2 starter kit. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred 1 month prior to contacting lfs in the early morning at approximately 6:30am. The reporter stated the patient does not use any diabetes medications to mange his diabetes. It is unknown if the patient made any changes to his usual diet, activity level or medications on the day of the alleged issue. The reporter stated the patient did not develop any symptoms due to the alleged issue. The reporter stated on (B)(6) 2013, between 6:30-7am, the patient went to a doctor¿s office and a reading of ¿122mg/dl¿ was obtained, the patient was given 10-12units of novolog insulin as treatment. At the time of troubleshooting, the cca noted that the closure seal on the packaging was intact prior to opening the product. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims due to the alleged issue, the patient was unable to test his blood glucose therefore delaying treatment, requiring assistance from a healthcare professional and treatment above and beyond the patient¿s usual diabetes management routine.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.